Event description:
Customer contacted beckman coulter, inc to report control samples were recovering high platelet (plt) counts when using a coulter ac-t diff 2 analyzer. This event, on (B)(6) 2011, involved only control samples. Patient samples were not run, therefore no erroneous test results were reported out of the laboratory. The erroneous high platelet counts were due to a defective reagent card. The reagent card had incorrect codes, which can cause the test results to be multiplied by a factor, e.g. A factor of 2. There was no death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer over several days (from (B)(4) 2011) and was unable to resolve the problem with service activities. On (B)(4) 2011, the fse replaced the analyzer, and the same problem of high plt results occurred on the new analyzer. The fse had installed the reagent card from the old analyzer into the new analyzer. The original analyzer was re-installed, and a new reagent card was installed into the original analyzer. The fse ran quality controls and determined the issue was resolved. Cause was determined to be a defective reagent card. The supplier of the reagent card tested the card and determined that the card was corrupted due to an instrument glitch that introduced erroneous codes into the card. (B)(4).